Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that there was noise oversensed on the right ventricular (rv) lead that appeared to be myopotential like breathing. Since implant, the patient had weight loss and worsening heart failure. Non-invasive programmed stimulation (nips) was performed and determine sensing at automatic gain control (agc) 1.5 mv, and detection and conversion had no issues. The oversensing appeared to be potentials, as at implant heart size was normal and was now dilated leaving less lead slack. The patient was not dependent with no clinical symptoms. The agc was reprogrammed from 0.6 to 1.0 mv, which was expected to resolve the sensing issues. The plan was to continue to monitor. The lead remains in-service. No additional adverse patient effects were reported.